Event description:
Customer reportedly received results of 214 mg/dl and "400 something" (mg/dl) within 10 minutes on the advantage system. Customer was then tested with professional's meter and result was "100 something" (mg/dl). No actions taken based on device results. No quality controls were used. No adverse event reported. At the time of the report, customer no longer had the test strips that produced the discrepant results. Replacement was sent.